Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of no "load set" screen. The evaluator found the device able to properly recognize an open door and prompt to load a set appropriately. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't alarm for load set. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.